Event description:
It was reported that during an unspecified procedure involving a calcified, 95% stenotic lesion located in the left anterior descending (lad) coronary artery, the tip of the pt2 light support guidewire detached. The vessel had some tortuosity at the distal end where the tip broke off. The physician began the case by using a rotablator in the proximal circumflex (cx) coronary artery and proximal lad to address the stenosis before stenting. The cs was wired with a forte guidwire, and the lad was wire with the pt2 light support gidewire. The physician then ballooned the cx and lad and placed a stent in the cx. When the physician attempted to deploy the stent the lad, he noted that the tip of the wire had broken off. The physician did not deploy the stent and it was removed. Surgery was performed later that night and the tip was succesffully retrieved. The patient remains in the hospital 8 days post procedure and is expected to make a full recovery. Follow up information received 20 days post procedure revealed that the patient had been released from the hospital.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.